Event description:
Pump overinfusion. Pt was an infant receiving lipids. While on hold, the pump jumped from 1.4 to 11.4. The pump was removed and taken to the biomed. The pt was fine.

Manufacturer narrative:
The device eval is underway. A follow-up report will be submitted after the eval is complete.